Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that an animal underwent a spay operation on (B)(6) 2020 and the suture was used. In tying ovarian pedicles, suture material snapped during knot tying. After failed try of tying the knot, a different size suture was used and this one was disposed of. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device ph6997 batch number, and no non-conformances were identified. Additional information was requested and the following was obtained: the customer have thrown away the packaging with the lot number on. Remaining sterile sutures from that box will be sent for analysis. There was a couple of snapped sutures across two different vets. Note: events reported via mw 2210968-2020-03919, 2210968-2020-03921 and 2210968-2020-03922.

Manufacturer narrative:
(B)(4) date sent to the FDA: 07/07/2020 additional information: d10, h6 additional h3 investigation summary: unopened samples of product code w9380, lot # ph6997 were returned for analysis. The complaint sample was not received for evaluation. During the visual inspection of unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of samples received, no performance - breakage suture was found and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4) date sent to the FDA: 07/07/2020 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.